Manufacturer narrative:
Updated information: d4 serial number and UDI number updated. D9 device return date. H6 med dev prob code added a150205.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via left percutaneous femoral artery for mechanical circulatory support. Upon case start, access was obtained and the 14 french x 13 centimeter insertion sheath was utilized. Upon attempted delivery of the impella cp catheter, resistance was met in the iliac artery and the device was not able to be passed by this point. The impella cp catheter was removed and the 14 french x 25 centimeter sheath was inserted, which also met resistance at the same point in the iliac artery. Shockwave intravascular lithotripsy was utilized to treat the iliac lesion allowing for insertion of the 14 x 25 sheath and subsequent delivery of the same impella cp catheter. Upon start up in auto, inadequate flows were unable to be maintained with non-typical placement signal/left ventricle waveforms and values. Due to the exchanging of the catheter during sheath exchange and the resistance that was met during that attempt, the decision was made to exchange the impella cp catheter due to the potential for damage to the optical sensor to other components of the device. The pump was removed and a new pump was successfully inserted and support initiated.

Manufacturer narrative:
Additional information has been provided in h6. Corrected information has been provided in h3. Difficult to advance: the cause of the difficulty to advance is patient related as the cp and sheaths met resistance at the iliac lesion and once it was treated, delivery was possible. Placement signal issue/low or blocked pump flow: regarding the issue with the lv signal and low or blocked pump flow, based on the clinical details, data logs and returned product, there was no defect with the optical system. The cannula kink found on the returned product is a potential cause of the reported uncoupled ao/lv signal as well as the low flow. However, the material kink could likely have been from the initial difficulty with delivery but without details regarding positioning of the device, the more proximal cause cannot be established.